Manufacturer narrative:
(B)(6). Date of report: 14aug2019. The manufacturer's further investigation technician confirmed the nav-ring malfunction. The customer's biomed replaced the user interface to address the reported problem. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the navigation ring was found to be malfunctioning. There was no patient involvement.